Event description:
It was reported that during a lead implant procedure, guide wire got stuck. The lead guide wire was removed from the patient without any difficulty. Lead was not implanted. A new lead was implanted. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.